Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and pelvic mass ('pelvic mass') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypertension, obesity, renal disease and thrombotic thrombocytopenic purpura. Concomitant products included atenolol, pentosan polysulfate sodium (elmiron), solifenacin succinate (vesicare) and valsartan (diovan). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic mass (seriousness criterion medically significant), alopecia ("hair loss"), fatigue ("fatigue") and menstrual disorder ("abnormal cycles") and was found to have hormone level abnormal ("hormonal changes describe: unstable"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy and oophorectomy). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, pelvic mass, alopecia, hormone level abnormal, fatigue and menstrual disorder outcome was unknown. The reporter considered alopecia, fatigue, hormone level abnormal, menstrual disorder, pelvic mass and pelvic pain to be related to essure. The reporter commented: post operative diagnosis: large right and left adnexal mass. There was evidence of endometriosis on the ovary on the right side and along the vesicular peritoneum. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Concerning the injuries reported in this case, the following one were described in patient¿s medical records : pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received : aka name added, reporter added, patient demographic added, essure insertion date updated and removal date added, product indication updated. Event injury nos is replaced with pelvic pain. Case become valid. Events added- pelvic pain, hormonal imbalance, fatigue, hair loss, pelvic mass, menstrual disorder. Concomitant drug, medical history and lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in supplementary report.